Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical territory manager reported via phone call that customer pressed some buttons and insulin pump was not delivering insulin. Customer¿s blood glucose was unknown. Customer stated that customer was in the hospital not due to diabetes. Insulin pump will not be returned for analysis.